Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) healthcare system. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication did not cross over to the pyxis in a timely manner. The technical support specialist (tss) resynced the station with the network time protocol (ntp) server, which corrected the time discrepancy and resolved the issue. Tss stated that once a message was processed by the server, it would transmit to the system within the same second. Tss also reviewed the station data sync logs and the server external messaging services logs during the incident timeframe and confirmed neither showed any network or communication issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a nurse indicated that a medication order does not cross over to the device in a timely manner. The device clock appeared to be approximately 4 minutes out of sync. The customer was requesting confirmation of the exact time the medication order was received by the device, as well as clarification on the expected delay between pharmacy verification and order availability in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.